Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a procedure the operator discovered that the tubing line could not be closed by the red blood cell (rbc) valve during the procedure. Patient information and outcome are unknown at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.3a, a.4, b.5, b.6, h.6 and h.11. Corrected information is provided in b.3. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file for the tpe procedure confirmed immediately after starting the procedure, there were several reservoir level sensor alarms and fluid balance alarms generated. The operator ended the run at 6 minutes with patient rinseback. The photo accompanying the complaint for this procedure, showed that the rbc remove tubing was routed incorrectly and could not be occluded by valve1 during the run. The rbc remove tubing needs to be occluded by valve1 to allow plasma to be pumped into the waste bag. In this case the plasma leaving the centrifuge was re-routed through the rbc remove tubing back to the reservoir. As the system does not expect this excess fluid to be in the reservoir, the high-level reservoir sensor detected excess fluid alarm was generated twice during the run followed by the patient's fluid balance may higher than reported alarm by 5% and 10% alarms. It was confirmed the centrifuge door was opened, as recommended by the alarm screen instructions, to verify proper loading of the tubing set. The system was reset at 1 minute into the run then after several pump pauses by the operator, rinseback was started and successfully completed at 6 minutes. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that during a procedure the operator discovered that the tubing line could not be closed by the red blood cell (rbc) valve during the procedure. Patient information and outcome are unknown at this time. Patient gender and weight were obtained from the run data file (rdf). This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file for the tpe procedure confirmed immediately after starting the procedure, there were several reservoir level sensor alarms and fluid balance alarms generated. The operator ended the run at 6 minutes with patient rinseback. The photo accompanying the complaint for this procedure, showed that the rbc remove tubing was routed incorrectly and could not be occluded by valve1 during the run. The rbc remove tubing needs to be occluded by valve1 to allow plasma to be pumped into the waste bag. In this case the plasma leaving the centrifuge was re-routed through the rbc remove tubing back to the reservoir. As the system does not expect this excess fluid to be in the reservoir, the high-level reservoir sensor detected excess fluid alarm was generated twice during the run followed by the patient's fluid balance may higher than reported alarm by 5% and 10% alarms. It was confirmed the centrifuge door was opened, as recommended by the alarm screen instructions, to verify proper loading of the tubing set. The system was reset at 1 minute into the run then after several pump pauses by the operator, rinseback was started and successfully completed at 6 minutes. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. There is no allegation of fluid balance issues as a result of the misassembly. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a procedure the operator discovered that the tubing line could not be closed by the red blood cell (rbc) valve during the procedure. Patient information and outcome are unknown at this time. Patient gender and weight were obtained from the run data file (rdf). This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The collection set is not available for return because it was discarded by the customer.